Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the reported issues could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report unintended movement, gripper actuation issue, and difficult removal. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr). The first clip was implanted successfully. A second clip delivery system (cds) was advanced, when turning the m-knob, the cds went towards the top of the atrium. The decision was made to retract the cds to ensure correct alignment with devices; however, when retracting the closed clip into the steerable guide catheter (sgc), the clip arm got caught in the tip of the sgc. Outside of the patient anatomy, the gripper arms and clip arms were tested, one of the gripper arms didn¿t move. Another cds was used with the same sgc to complete the procedure. Mr was reduced from 4 to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.